Event description:
It was reported that, the display had malfunctioned. There was no indication from the foreign reporter of any patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was returned by the user facility. Evaluation of the device confirmed the complaint of a failed display. The display is used to show pt data and other system-related info to the user. The malfunction was isolated to the display screen itself. The display was replaced and this action restored normal device function. The device was subsequently tested and passed all performances specifications.